Manufacturer narrative:
The reported events of lead dislodgement and failure to remove lead from header were not confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies expect for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2024-71050. It was reported that the patient presented for a routine device upgrade. During the procedure, the right atrial (ra) lead dislodged. While attempting to remove the ra lead, the set screw on the implantable cardioverter defibrillator (ICD) prevented the lead from being released. A different ra lead and ICD were used to complete the procedure. The patient was in stable condition.